Event description:
Rptr was "done" a terrible and painful ordeal by md. Rptr suffered incontinence, the loss of bladder control. Rptr read about procedure in a paper. Rptr made an appointment with dr. Dr talked to rptr and told them they would be awake through the procedure as he called it. Dr told rptr they would lie on their stomach and the only pain they would feel would be a needle in their back to deaden any pain in the areas he would be working on. That was the worst untruth rptr ever heard. For over an hour, every few mins, rptr was crying out in painful agony as they felt him cut into their flesh like it was old rags and when he stitched the incisions up temporarily until the second session 6 days later. Rptr felt every needle prick. Again rptr cried out in painful agony. Rptr's throat was raw and they were hoarse from crying out in pain. When rptr went back the second time rptr received the same pains but a little less than an hour. Rptr was sent home. Rptr could not lean back in their recliner from the soreness in their back. In bed rptr could not lay on their back and one side that was so sore. But the worst part is that their bladder is no better as rptr urinates as much and as often as before the procedure. Dr and his assistant now neither will answer rptr's calls or return them. Also rptr was not given any kind of examination like heart monitoring until rptr went back for the second time. Some round stickers were put over rptr's body but rptr did not see a heart monitor machine. Rptr would like to know if other women who went through this and get their opinion on the way they were treated. As rptr sat in the hall waiting their turn a woman came out and said to no one in particular "that really hurt". Rptr has had several operations and was never in pain. Rptr was either put to sleep or given something, as rptr never had pain. Rptr also had 6 children and that was not near the pain they suffered from the hands of this dr. Also what dr charged medicare insurance co was outrageous. Rptr would like to have these implants taken out of their back but not unless rptr is put to sleep or something to completely deaden the pain. Rptr doesn't think their heart could stand that pain again.